Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a navistar catheter, the patient experienced a brief av block, impaired av conduction, 2:1 conduction treated with temporary right ventricle (rv) catheter. During the avnrt carto procedure, a brief av block was observed, followed by impaired av conduction. This occurred after the last ablation point without any prior signs. Ablation was sufficiently far away from the his. Initial ablation points were performed at 35 watts, then increased to 40 w. Temperature mode. Smart ablate generator. The patient left the table with a 2:1 conduction/av block not complete, and a temporary rv catheter. However, he improved during the waiting period. Charging at the catheter tip was confirmed. The physician's opinion on the cause of this adverse event was myocardial edema due to rf ablation of the slow pathway region, and the outcome of the adverse event was fully recovered.